Event description:
Pt communicated via pt card that pump will have to be removed and replaced. Pump is not working properly. Flow has almost stopped.

Manufacturer narrative:
It does not appear that the device is available for eval. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records have been reviewed and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point, the device is returned for eval, this complaint will be re-opened and investigated. Based on this eval, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.